Event description:
It was reported that the infusion fluid leaked out from the connection between the spike section and the c35 part section. The drug added was cisplatin.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation: one spike connector was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed within any of the device components. Functional testing was performed in attempt to recreate the reported event. During these evaluations, leakage was observed where the connector is bonded onto the spike, verifying the reported incident. A device history review was performed for reported lot 2411716, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Retained samples of lot 2411716 were used for additional evaluation. The c180j was connected to an IV bag and then to an injector using a syringe, through which liquid was introduced. The liquid flowed smoothly through the system, and we did not observe any leakage during testing. While we were unable to identify a definitive root cause, it¿s possible that the leak may have resulted from damage during the manual assembly of the connector onto the spike. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.